Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device before the device is primed or fired. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and drums; replacement of device and drum were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.